Event description:
Additional information received stated that one of the leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33483. It was reported that the patient experienced ineffective stimulation due to migration of the leads. In turn, surgical intervention may be pending to address the issue.